Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. Review of the data showed a gradual rise in shock impedance over the last year. The physician elected to reprogram the device to pace and sense in the ventricle only and to continue to monitor. This product remains in service. No adverse patient effects were reported.